Event description:
During intramuscular (im) injection of vitamin k in left anterior thigh of pt, needle separated from hub of syringe and stayed in pt's thigh. Nurse removed needle with no injury to patient. Additional f/u: according to the MFR, this incident appears to be the result of an insufficient amount of adhesive within the needle well that secures the cannula inside the hub.